Manufacturer narrative:
Date of event: (B)(6). Date of report: 27aug2019. Service engineer (se) confirmed the reported event and noted that the overlay is separated from gui at top lt corner and unit is missing heated filter sleeve. The se replaced the overlay to correct, installed heated filter sleeve, unit fails extended self-test (est). Patient circuit test, (check valve 3 (cv3) leak. Code 3110), replaced the cv3 to correct, no other problems found, est and performance verification passed. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported that the overlay was coming off. There was no patient involvement.